Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, and "fluid".

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, and "fluid." The device has been explanted.